Manufacturer narrative:
The previous report stated the serial number as (B)(4). As per communication with the affiliate the correct serial number ((B)(4)) has been entered into section of this medwatch report. The previous report stated the date of manufacture (dom) was may 9, 2006. It has been updated to reflect the correct date the device was manufactured (jun 2, 2006). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive device motor had seized, was rough running, and defective. It was further noted that the motor was locked and burnt together. It was noted that the device failed tests for marking and labeling, and function with electric pen drive consoles. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.